Event description:
It was reported that the patient was taken off prialt the monday prior to the report and was switched to dilaudid. The patient had elevated creatine kinase (ck) levels. The cardiologist was also monitoring ck levels because of a cholesterol medication the patient was reviewing. The patient went to a dentist appointment and afterwards had nausea and vomiting. The patient was taken to the emergency room (ER). There was no infection and a computed tomography (CT) scan was fine. Cardiac work was up but the patient signed himself out. The patient symptoms included being light headed, dizzy, weak, nausea, and lethargic. At one point the patient had fallen in the yard because of dizziness. The patient was reprogrammed as a result of the event. It was noted that the patient was doing fine. Additional information received reported that the cause of the event was overmedicated/dilaudid sensitivity. The event was attributed to drug effects; the issue was noted as hypersensitive to dilaudid. Interventions included hospitalization with cardiac work-up. The patient was dehydrated all else was negative. The patient recovered without permanent impairment. The patient was continued on dilaudid at a very conservative rate, logs provided indicate the pump daily dose was 0.0500 mg/day at concentration of 1.0 mg/ml. The pump was used to infuse dilaudid at a daily dose of 0.0062 mg/day at a concentration of 1 mg/ml.

Manufacturer narrative:
Concomitant products: product ID 8840, serial # unknown, product type programmer, physician; product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, product type catheter; product ID 8782, serial # (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).